Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration was found on (B)(6) 2019 due to potential patient misuse. No injury or medical intervention was reported.